Event description:
It was reported that a partner of an ilet user called to report a blood glucose of 564 mg/dl with a high glucose alert active on the ilet; no precipitating factor was identified, and a guided supply change was performed with insulin delivery resumed without abnormal findings. Symptoms included hyperglycemia. Outcomes included troubleshooting and education completed with continued therapy on the device. Investigation included guided user troubleshooting and supply replacement. Investigation of this case revealed no device malfunction observed during the supply change and no identifiable cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.